Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient identifier: (B)(6). H3, h6: a product investigation was completed: upon visual inspection, the tip has broken off and the holding sleeve is missing. A dimensional inspection could not be performed due to post-manufacturing damage and the definitive finding of a missing component. The relevant drawing was reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the tip of the device has broken off. Additionally, the holding sleeve component is missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The instrument(s) was not returned and instead the investigation will be done based on the supplied image(the image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows the broken distal tip of the device. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during anterior cervical fusion using the zero variable angle zero-profile system while using the angled stardrive screwdriver with sleeve/self retaining to insert titanium cervical spine screw the distal end of the drive broke off. The fragment was retrieved and the surgeon finished inserting the screw using the straight screwdriver in the set. The delay was very minimal. Procedure outcome was unknown. There was no patient consequence. Concomitant device reported: titanium cervical spine screw (part# 04.647.836, lot# unknown, quantity 1). This report is for 1 angled stardrive screwdriver with sleeve/self-retaining this is report 1 of 1 for (B)(4).